Manufacturer narrative:
(B)(4). No serious injury has been alleged. Age and maintenance history were unknown at time of complaint. Facility representative allege that 3 shower/commode¿s wheels cracked while in use. This is 3 of 3 complaints. Facility representative also alleged that all 30 commode/shower chairs were taken out of service. During investigation it was found, through facility representative that the end-users were above the stated weight capacity for this product. Product was not returned for full evaluation. Product not used in diagnosis or treatment.

Event description:
The casters of 3 products did brake during use at an hospital.